Event description:
The customer reported elevated white blood cell (wbc) content in the platelet product. The wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
Wbc count: 1.9x10^6 per unit.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Analysis of the rdf did not show root cause for the reported elevated wbc counts measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. It is also possible that this incident could be donor related.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.